Event description:
It was reported that approximately one month post implant of a bifurcated device, two infrarenal aortic extensions it was discovered during a follow up exam that there was a type 1b leak. The initial implant was not completed in confidence that the procedure would resolve the issue. A follow up procedure snorkeled the right iliac to add an extension to resolve the issue. As a precautionary addition, the left was also installed with an extension. The patient is reported to be doing fine with the issue resolved.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: bilateral iliac arteries greater than 2.3 cm; and, placement of an aortic extension within the right common iliac artery at the implant procedure. The patient's use of antiplatelet therapy might have contributed to this event due to the known increased risk of bleeding complications. At the implant procedure, there was evidence to support a small persistent type ib endoleak; extensive bowel gas patterns might have obscured its presence. One month post implant, the secondary procedure of bilateral iliac extensions and a right hypogastric snorkel was confirmed. The patient was discharged home on post-operative day one on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although the off-label use of the bifurcated device with bilateral iliac arteries greater than 2.3 cm and placement of an aortic extension within the right common iliac artery appear to be possible contributors.